Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provide when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient injury.

Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification in relation to the reported air in line alarm, which was not reproduced. Air in line alarms were verified through a review of the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Evaluation determined a failed upstream sensor to be the cause. The failed upstream sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.